Manufacturer narrative:
The company representative examined the system and checked the pressure from the pneumatics module. The company representative tested the system with probes at 2500 cpm (cuts per minute) and 5000 cpm. The company representative was unable to replicate reported event. The company representative performed a system retrofit. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a procedure, a system message displayed. The case was completed using the same equipment following a delay of more than 15 minutes. There was no harm to the patient.